Event description:
Boston scientific crm received information from a boston scientific field representative that during a catheter procedure for suspected ischemia following a syncopal episode, this patient experienced pulseless electrical activity followed by a ventricular fibrillation (vf) episode that was nonsustained due to undersensing. The rate was then detected as a ventricular tachycardia (vt), and the device delivered antitachycardia pacing (atp), followed by a low-energy shock and then a maximum energy shock, which converted the patient. The patient's rate subsequently returned to a vt, for which the device repeated atp and six shocks before patient conversion. Four atrial tachycardia response events with undersensed vf followed, and the patient was rescued with external shock delivery. A balloon pump was implanted, and the patient was admitted to an intensive care unit. There were no allegations against the device; the patient's physician and a second physician who joined the case attributed the undersensing to the patient's medical condition (hyperkalemia, transient pea, and possible ischemia). A subsequent device check showed all device and lead measurements were normal, and no changes were made to device programming.

Event description:
The device was electively explanted 3.8 months later when the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional issues were reported, and there were no adverse patient effects associated with device replacement.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
Analysis of the returned device is pending.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our (B)(4) laboratory, the device was thoroughly inspected and analyzed. Visual inspection noted that all sealplugs were intact and all setscrews moved freely. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing and recording functions of the device.

Event description:
--